Event description:
An aa4203vf model lens was implanted and then the surgeon realized they had used the wrong diopter lens, so product malfunction. The lot number and model of the injector and cartridge are unknown.